Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain. It was reported that they ordered a MRI because "the pump has moved down to the pelvis and they are wondering if the catheter is compressing any nerves." It was unknown when the issue started. There were no symptoms reported. There were no further complications reported/anticipated.